Event description:
It was reported that during a meniscus repair, after deploying the t1 implant of two (2) fast-fix 360, the t2 implant deployed prematurely. Both ts were successfully removed from the patient with tweezers. The procedure was finished with a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: h2: additional information on: b5. H3, h6: the reported device was received for evaluation. A visual inspection revealed that they are not in their original packaging. The insertion devices were returned in the pret2/postt1 setting with only one suture string and implants returned off the devices. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found they cycle as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process.. Factors that can contribute to the reported event include an unintended actuation of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4) .

Event description:
It was reported that during a meniscus repair, after deploying the t1 implant of two (2) fast-fix 360, the t2 implant deployed prematurely. Both ts were successfully removed from the patient. The procedure was finished with a smith and nephew back up device. There was a surgical delay less than 30 minutes and no further complications were reported.